Event description:
In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis, secondary to calcification. Per the op report, the patient presented with severe ischemic cardiomyopathy with an ef of approx. 20%. He had a large dominant right coronary artery with an 80% ostial stenosis. He also had ostial circumflex stenosis, but small distal marginal arteries. During explant of the valve, he had evidence of a very calcified prosthetic pericardial valve with aortic stenosis. His ef was only 10% in the or with mild mitral insufficiency. Adhesions to the heart were actually more severe than expected. The circumflex vessels were too small to bypass. Single bypass was done to a large coronary artery. The device was removed and a new edwards bioprosthetic valve was implanted without difficulty. The patient was weaned from cpb with much improved lv function on moderate inotropic support. Ef improved to 30 to 35%.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event could not be confirmed, it appears that the aortic stenosis was most likely caused by the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.